Event description:
Customer reported experiencing multiple cartridge alarm 20 alerts on the pump over the past month, with several events confirmed by technical support on december 20, 2025. There was no adverse impact to the customer's blood glucose level. Technical support confirmed the issue and decided to replace the pump; however, the customer declined an out-of-warranty loaner pump and intended to continue using the current pump for insulin deliveries while reverting to multiple daily injections as a backup if necessary.